Event description:
It was reported by customer during before use that the cs300 intra aortic balloon pump (iabp) had a battery maintenance required message. No patient involved.

Manufacturer narrative:
Due to character limit: e1 (event site name) (B)(6) hosp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, it was determined that the event was only a routine battery maintenance and the unit was functioning as intended. Hence, the complaint is not valid and follow up report is not necessary.